Event description:
It was reported that customer experienced cgm error 42 while using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was guided through pump reset steps, confirmed that error did not reappear after reset, and successfully started new sensor session.